Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a female consumer (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b procomfort super, vaginally, for menstruation (lot number 3481m4730, frequency and expiration date unspecified). After an unspecified duration, she noticed that a little bit of cotton was left inside her vagina. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a female consumer (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b procomfort super, vaginally, for menstruation (lot number 3481m4730, frequency and expiration date unspecified). After an unspecified duration, she noticed that a little bit of cotton was left inside her vagina. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No sample was returned. A review of the complaint data found no adverse trends involving the o.b procomfort super family and no trend involving this lot number. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects related to this complaint were observed. Based on investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends would continue to be monitored. This report remains non-serious this report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 on an unspecified date, the consumer consulted a health care professional. Copper t intra uterine device was removed from her uterus, as she had it on for about ten years. Her right ovary had an inflammation. The doctor advised her for an ultrasound, however the consumer stated that she could not afford it. The events did not resolve. This report remains non-serious this report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4).

Event description:
This spontaneous report was received on (B)(4)-2012, from a reporter and concerns a female consumer (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b procomfort super, vaginally, for menstruation (lot number 3481m4730, frequency and expiration date unspecified). After an unspecified duration, she noticed that a little bit of cotton was left inside her vagina. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on 21-dec-2012. No sample was returned. A review of the complaint data found no adverse trends involving the o.b procomfort super family and no trend involving this lot number. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects related to this complaint were observed. Based on investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.